Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 12-sept-2025, however, the correct date is 17-sept-2025.

Manufacturer narrative:
Additional information: a4, b2, b5, b6, b7, d10 and h6. B5: upon follow up, it was reported on the same day of peritonitis diagnosis, the patient experienced manifestations of the sterile peritonitis including cloudy effluent, abdominal pain and fever. The patient was treated with gentamicin (60 mg, stat, intraperitoneal, discontinued), vancomycin (3g, every 5-7 days, intraperitoneal, discontinued) and levofloxacin (250 mg, oral, discontinued). The cause of peritonitis was unknown. At the time of this report, the patient recovered from events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced culture negative peritonitis. The cause of peritonitis was not reported. There were no report of hospitalization, treatment, patient outcome and action taken with pd therapy. No additional information is available.